Event description:
It was reported that during post-implant device check, a pacing anomaly was noted. The patient was experiencing af. Upon mode switch, the device was not trigger-pacing, although programmed to ddt. Programming changes were made successfully. Remains implanted.